Event description:
Customer reported that a printout of a pt event record indicates that 100 joules was delivered to a pt. The facility's energy protocol was 200, 300, and 360 joules. The pt was not resuscitated but the reporter indicated the pt was not viable and the alleged malfunction did not cause or contribute to the pt's death.